Event description:
Pt's father contacted dexcom technical support on (B)(6) 2010 to report that pt removed sensor wire and that it looked a lot shorter than usual. Pt's father confirmed that the wire was short and assumed that the distal fragment remained under the pt's skin. Pt experienced no pain or discomfort. At the time, the pt's father called dexcom technical support, pt was healthy and doing fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.